Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield r-wave oversensing on the atrial channel, resulting in inappropriate atrial tachy response (atr) mode switches. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.